Event description:
The customer reported the system was freezing and displaying boot-up error messages. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.